Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump¿s display was blank. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The contacts on the battery cap were neither missing nor damaged. The battery compartment was neither damaged nor corroded. They inserted a new battery but the display did not return. They were advised to leave the battery out of the insulin pump for 2 hours and insert battery. It was unknown if the issue was resolved. The device will not be returned for analysis.